Manufacturer narrative:
Occupation is patient/consumer. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of discrepant inr results with coaguchek xs meter unknown serial number compared to an another coaguchek xs meter from the physician office. At 7:30 a.m. Result from the coaguchek xs meter from the physician office 5.9 inr. At 10:29 a.m. Result from the meter 4.4 inr. The patient did not provide the inr result performed in the lab. The patients therapeutic range is 2.0-3.0 inr .the patient measures every two-three weeks to a month depending on results.